Manufacturer narrative:
Concomitant medical products: product ID: 5054-52 lead, implanted: (B)(6)1999, product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a device check showed oversensing and noise on the implantable pacing lead. It was suspected that there was wear in the conductor of the tip and ring. The parameters on the lead were reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.